Manufacturer narrative:
A visual review of the batch files showed cell 1 as being positive. The customer was referred to technical communication (B)(4) which recommends that a visual verification be performed on all negative reactions on the echo instrument before final release of results. The instrument is operating as expected.

Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready screen (crrs) 3 assay on the echo instrument. The customer performed an antibody screening in gel and obtained positive results.